Event description:
The malfunction was found during an unknown diagnostic procedure. There was a delay, but the duration was unknown and the intended procedure was completed with the same device.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the event occurred due to fluid invasion on the subject device or damage of printed circuit board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found a b30 error with no image during angulation, the light guide connector had liquid intrustion, and due to damage on the charged coupled device a foggy image occurred. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the bronchovideoscope experienced b30 error without image when using angles. It is unknown when the issue was found during. There were no reports of patient harm.